Event description:
It was reported on 08/28/2017 that high impedance was seen on a patient¿s device. An error message was received on interrogation that impedance was high >10,000 ohms. Surgical intervention has not occurred to date.

Event description:
The patient underwent a full replacement. The explant products will not be returned for analysis due to the explanting facilities internal protocol.

Manufacturer narrative:
Describe event or problem, corrected data, supplemental MDR #1 stated that the devices were not being returned however information was received prior to submission that the devices may return.

Event description:
The explant generator is available for return but has not been received to date. The surgeon sent the explanted lead to pathology and the lead has not yet been received to date. No additional relevant information has been received to date.

Manufacturer narrative:
Describe event or problem, corrected date, MFR report #2 submitted 11/10/2017 inadvertently omitted that the product was received on 11/03/2017 as the information was added to the file late. Device available for evaluation, corrected date, MFR report #2 submitted 11/10/2017 inadvertently omitted that the product was received on 11/03/2017 as the information was added to the file late.

Event description:
The generator was received and product analysis was completed. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 3.003 volts as measured during completion of test parameter 7.16.10.2 (measured diagvbat) of the final electrical test, shows an ifi=no condition. The data in the diagaccumconsumed memory locations revealed that 54.662% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator. The datadump was reviewed for the device which showed that the diagvinitial prechange was 9453 ohms and diagvinitial postchange was 11914 ohms on (B)(6) 2017. Date of explant was (B)(6) 2017. This shows that the high impedance was seen on (B)(6) 2017 and prior as well although the exact date cannot be confirmed. No additional information has been received to date.